Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this left ventricular (lv) lead experienced muscle or pocket stimulation. Additional information indicated that there were no clinical observations noted and that the cause of muscle or pocket stimulation was due to the lv lead position. The lv lead was explanted. The product is no longer in service. There were no adverse patient effects reported.